Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition after the procedure.